Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in the ICU, the guide wire was found bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of the guide wire was found kinked upon opening the kit was confirmed. The customer returned one guide wire and assembly in an opened kit. Visual examination revealed the guide wire had a kink in the j- bend, 4 mm from the distal end. Microscopic examination revealed that the kink was from offset coils and both welds were observed to be full and spherical. No signs of use were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 601 mm in length and the outside diameter (od) measured 0.798 mm, which was within specification. This assembly consists of a rigid tube with a straightening tube and protective cap over the j-bend. The guide wire was received removed from the assembly and the cap was found in the kit. If the cap comes off during transit, it is possible that the distal end of the guide wire could come into contact with other components and/or the tray and become damaged. This damage observed is consistent with the cap coming off during transit. A device history record review did not reveal any manufacturing related issues. Based upon the condition of the returned sample and the time of discovery, the probable cause is shipping and handling. No further actions will be taken.